Manufacturer narrative:
A4: patient weight was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) was faulty. The green power light was blinking, and a yellow wrench alarm was active. Troubleshooting was attempted and the mpu was replaced with a loaner provided by the clinic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm on the controller and a yellow wrench alarm on the mpu can be confirmed. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and the reported event was confirmed. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test mpu, and a yellow wrench on the mpu and lower voltage output was confirmed. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm on the system controller and a yellow wrench alarm on the mobile power unit (mpu) can be confirmed. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power and the reported event was confirmed. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test mpu, and a yellow wrench on the mpu and lower voltage output was confirmed. The root cause of the reported event was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. Abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) describe all system controller and mpu alarms and the proper actions to take if the alarms cannot be resolved. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete

Event description:
The patient had a low voltage alarm while connected to the mpu. When later tested while not connected to a patient the mpu only showed the blinking green power light. The cause of the alarm was not identified but exchanging the mpu resolved the event.